Event description:
It was reported that intermittently the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 180 mg/dl, and the customer did not provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 45 mg/dl. Bg was addressed via consumption of carbohydrates. Ultimately, customer was transported to the emergency room (ER) by emergency medical technicians on (B)(6) 2025 due to the bg value of 45 mg/dl. Customer was treated with intravenous fluids of saline and was released from the ER 3 to 4 hours later with the issue resolved and no known permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.